Event description:
Manufacturer was notified about potential problem with kit and late positives. Manufacturer came in and replicated the problem on blank samples but was unable to replicate the problem in their lab at headquarters. Manufacturer re-trained staff and spoke privately with the lab manager about their conclusions. Lab manager conveyed to lab personnel that the manufacture "did not know" what was the causing the problem. Potential positive sarscov2 results were reported out as negative under suspicion by laboratory personnel that they were negative. Specimen not meeting CT threshold criteria for negative results were reported out as negative when retest of the same specimen should have been conducted of recollection of sample and re-submission for testing occur. Laboratory manager in (B)(6) and owner of the company in (B)(6) knowingly authorized the release of results not in line with the quidel lyra direct sars-cov2 assay's eua. Licensed lab technologist also willingly released results not in line with the eua. Lab manager in (B)(6) is not adequately trained in molecular diagnostics and does not understand rt-pcr or the analysis settings associated with pcr. (B)(6) is putting money and turn around time ahead of patient lives in a negligent manner. Amplification of the prc did not meet CT requirements and should have been retested but was negligently reported out as negative by the laboratory manager. There were numerous occasions of this occurrence spanning a wide range of time and being implemented at both (B)(6).